Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information reported that the patient developed worsening right lower quadrant (rlq) pain, recurrent low flow alarms, hypotension and multiple episodes of non-sustained ventricular tachycardia (nsvt). He was given ivf boluses, antibiotics (abx) and the general surgery team was consulted. The patient was transferred to the intensive care unit (ICU) and had a power module exchange. There were no reported further pump stops until the patient was pronounced deceased. The reported cause of the patient death was reported as the patient was admitted due to covid- 19 pneumonia. Upon arrival in ICU, the patient was emergent intubation. Then went into pulseless electrical activity (pea) arrest. Cardiopulmonary resuscitation (CPR) initiated according to acls and packet red blood cell (prbcs) given. After 30 minutes, the patient was pronounced dead on (B)(6) 2020. The device reported to have operated as expected and the device will not be returned. No additional information provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information reported that the patient expired. Additional information was requested but not provided.

Manufacturer narrative:
Section d4 and h4: additional information manufactures investigation conclusion: analysis of the submitted log file confirmed multiple low flow alarms on (B)(6) 2020; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported events (covid-19 pneumonia, hypotension, non-sustaining ventricular tachycardia, pulseless electrical activity arrest, patient outcome) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 21dec2020 at 22:04:55 through 30dec2020 at 09:47:52. From the beginning of the file through (B)(6) 2020 at 07:26:27, estimated flow ranged from 4.4-6.8 lpm. The estimated flow appeared to decrease slightly beginning on (B)(6) 2020 at 11:24:24, ranging from 3.3-3.5 lpm through 11:48:17. Multiple low flow hazard alarms were captured on (B)(6) 2020 beginning at 12:06:28. Estimated flow was below the 2.5 lpm threshold for these events. The pump speed remained above the low speed limit for the duration of events in which the fixed speed was set above the low speed limit, the motor stop command was not received, and the driveline was connected. The system appeared to be operating as intended. The center reported that the patient was admitted due to covid 19 pneumonia. The patient developed worsening rlq (right lower quadrant) pain, recurrent low flow alarms, hypotension and multiple episodes of nsvts (non-sustaining ventricular tachycardia). The patient was given ivf (intravenous fluid) boluses and abx (antibiotics). The patient was sent to the ICU for emergent intubation, then went into pea (pulseless electrical activity) arrest. CPR was initiated and packed red blood cells were given. The patient ultimately expired on (B)(6) 2020. The expiration was not considered to be device-related. The device reportedly operated as expected. Hmii lvas and was not explanted for evaluation. The hmii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the hmii lvas. This document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. This document contains information about the system's alarms (including low flow hazard alarms). The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients weight was not provided. The investigation results will be provided in the final report.

Event description:
It was reported that patient log files were submitted for review. The log file captured low flow events on (B)(6) 2020; however, the low flow events seem to be a patient related issue and not an equipment related issue. There were several manual pumps stops and power lead disconnects at 6:05 pm on (B)(6) 2020, along with a driveline disconnect during these events. Additional information was requested but not provided.